Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dark sediment observed in both water chambers. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The device was visually inspected by the manufacturer and found evidence of white and black contaminates in the air input of the blower box, and blower motor. Brown fibers and hair found in the blower box and black contamination consistent with keratin found in the air outlet of the blower box, and blower motor seal. There was no evidence of sound abatement foam degradation. The humidifier wad not returned for evaluation. The device's downloaded logs were reviewed by the manufacturer and found no errors logged. The manufacturer concludes the contaminates found were consistent with keratin and hair. There was no evidence of sound abatement foam degradation found within the device.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.